Manufacturer narrative:
Batch review performed on 09.december.2021. Lot 136193: (B)(4) items manufactured and released on 04-03-2014. Expiration date: 2019-01-31. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event since 2017.

Event description:
At 7 years and 7 months after the primary surgery, the patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.